Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a left knee meniscal root repair procedure, the self-capture jaw of the firstpass mini came loose and got stuck in the back of the knee as the surgeon tried to fire the ultratape. The surgeon made multiple punctures with a needle and eventually found and removed the metal. Surgery was completed using a backup device instead. There was a surgical delay of more than 30 minutes, and no further complications were reported.

Manufacturer narrative:
H11: h2: additional information in b5.

Event description:
It was reported that, during a left knee meniscal root repair procedure, the self capture jaw of the firstpass mini came loose and got stuck in the back of the knee as the surgeon tried to fire the ultratape. The surgeon had to make multiple punctures with a needle and eventually found and removed the metal using a grasper. Surgery was completed with a back-up device instead. There was a surgical delay of more than 30 minutes, and no further complications were reported.